Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: 41 open 32g x 4 mm pen needle samples and one photo were returned from an unknown lot. No., cat. No. 320477. Visual examination of the returned samples and photo was carried out and it was observed that the non patient end of the cannula was bent on all forty one samples. Due to the condition the samples were returned no clog test can be carried out. Investigation conclusion: visual examination of the returned samples and photo was carried out and it was observed that the non patient end of the cannula was bent on all forty one samples. Due to the condition the samples were returned no clog test can be carried out. No DHR review can be carried out as lot number is unknown. Root cause description: as all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that undeliverable insulin occurred during use with a pen needles 32x4. The following information was provided by the initial reporter, "non-patient side needle bent. The patient complains about needle clogging. The patient stated that the non-patient end needle punctured the rubber seal of the pen injector in a straight maneuver." 41 occurrences were reported, but the date/times and patient information were not given.